Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as the cause of the high lead impedance test result. Lead break is suspected. Revision surgery is likely. Review of mfg records for the bipolar lead revealed no anomalies that would adversely affect device performance.